Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash with blisters. The patient was prescribed benedryl by her physician, the patient also removed the device to let the irritation heal. Follow-up indicated that the rash was improving.